Event description:
A nurse reported that the system with off centered laser resulting in a decentered flap in the left eye of a patient, during lasik surgery. There are multiple related reports for this facility. This report addresses the unknown patient initial's in the left eye and other manufacturer reports will be filed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Within the preventive maintenance program, the device was regularly serviced. Based on the current report, the local field service engineer performed a site visit where the reported issue was confirmed. To correct the issue, the articulated arm was replaced and the xy scanner was adjusted. A complete device check showed the device was functional after the service. As the issue nevertheless re-occurred, the field service engineer performed a second site visit, where among others the xy scanner was replaced. Additionally, a preventive maintenance service was performed. After this action, the field service engineer reported that the issue was resolved and did not re-occur. The exchanged xy scanner was installed in the associated device about a month before the reported events. The review of logfile for the treatment day shows all laser system functions were within specifications. The initialization checks were performed successfully without issues. The ablation check image already shows a shift to the right but is still within specifications. Reviewing the ablation check images of the previous days, the ablation gradually/stepwise drifted to the right starting approximately mid november. The treatment of the patient's left eye was finished successfully. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified in the logfiles. The review of the provided treatment report additionally confirms that the flap placement is decentered. It also shows the accumulation of blood and liquid under the applanated surface and three small dark spots in the center of the eye, potentially representing vertical gas breakthroughs. However, these are considered unrelated to the reported event as it does not mention them. The provided data was also assessed by representatives of the global technical service department, and it was determined that the ablation pattern drifting to the right is a clear indication of issues with the xy scanner. Further assessment revealed that the most likely issue with the xy scanner was that the motor that controls the x-direction was not screwed down properly resulting in a loose connection that would allow the drifting of the ablation pattern. The root cause for the insufficient connection tightness cannot be identified anymore after handling of the component and the situation that led to it cannot be reconstructed anymore. The manufacturer internal reference number is: (B)(4).